Manufacturer narrative:
No malfunction is suspected; however, hoveround has not yet been given access to the power wheelchair to assess the alleged incident. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: do not carry passengers or cargo."

Event description:
The end user states while operating their power wheelchair across a parking lot carrying trashbags to the garbage bin, they were startled by a loud noise and when they turned to investigate, the power wheelchair alledgedly stopped suddenly and the end user fell.